Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the cfb (coherent fiber bundle) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb (coherent fiber bundle). In addition, we confirmed that the insertion flexible tube crushed; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(4).